Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found deceased in their home with the ventricular assist device (vad) still running. The cause of death is unknown.

Manufacturer narrative:
Product event summary: two controllers were returned for evaluation. The pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the devices; therefore, the purpose of this investigation is solely to evaluate the devices conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Failure analysis of the returned controllers revealed that the devices passed functional testing. A visual inspection under 10x magnification of the returned controllers revealed hairline cracks around power ports one and two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Additional products:brand name: heartware ventricular assist system controller 2.0,model #: 1420 ,catalog #: 1420 ,expiration date: 31-aug-2018,serial #: (B)(4), UDI #: (B)(4) ,concomitant medical products:yes, return date: (B)(6) 2019 , yes dev rtn to MFR? Yes, mfg date: (B)(6) 2017, labeled for single use:no, (B)(4), brand name: heartware ventricular assist system controller 2.0 ,model #: 1420 , catalog #: 1420 , expiration date: 31-aug-2018 ,serial #: (B)(4), UDI #: (B)(4), d10: yes, return date: (B)(6) 2019, device evaluated by MFR: yes, dev rtn to MFR? Yes, mfg date: (B)(6) 2017, labeled for single use: no,(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two controllers were returned to the manufacturer and subsequently tested out of specification during m anufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.